Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports a leak just below the molded strain relief on the extensions. Chlorhexidine was used to clean the area and the area was completely dried prior to insertion. It was not difficult to handle the catheter during insertion. The uvc was inserted on (B)(6) 2014. A flush with heparin and saline was used to flush the line. Chlorhexidine was used to clean the area. The uvc was removed on (B)(6) 2014. The uvc was replaced with a new catheter. The status of the patient is ok.

Manufacturer narrative:
Submit date: 9/30/2014. An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The product sample returned consisted of two single catheters 3.5fr p.u.r. Umbil cath x10 and an unknown product that does not belong to covidien. After visual inspection, no visible issues were found. However during underwater test (functional test), bubbles were detected coming out just below the strain relief on both catheters returned. Maximized photos revealed a hole below the strain relief. As per the event description, the customer reports a leak just below the molded strain relief on the extension. The uvc was inserted on (B)(6) 2014. A flush with heparin and saline was used to flush the line. The uvc was removed on (B)(6) 2014. The instructions for use (IFU) warn, do not pinch or bend the catheter back to temporarily occlude the catheter. This causes increased stress on the catheter which can lead to a leak or break. Do not use instruments with sharp or rough edges directly on the catheter since even a minor cut could tear or break the catheter and continues, the catheter lumen should be occluded with saline via intermittent infusion caps or luer-lock syringes during insertion to avoid air emboli. Since the issue was not identified during preparation or during insertion, and the hole found on the catheter is a gross leak that should be certainly identified during manufacturing operations (100% leak test), it can be concluded that the device was more likely damaged during the 2 days it was in use. The reported issued has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused more likely due to over bending or excessive force). The catheters lot numbers are unknown and the exact manufacture date cannot be determined. However, a design change under special 510k#130725 was implemented to increase the length of the strain relief on the luer hub of the single lumen uvc catheters. This change is expected to reduce the stress and likelihood of "......"